Manufacturer narrative:
A visual, functional and dimensional inspection of the product involved in the complaint could not be conducted since the product was not returned. Per DHR (device history record), the product aquatherm iii, electronic heater, lot #6061100004 manufactured on 12/12/2013. The DHR investigation did not show issues related to complaint. A document assessment (fmea) was conducted and no changes were required. The complaint cannot be confirmed since the sample was not available for investigation, therefore, it is not possible to determine the root cause for the defect reported and a corrective action for it. Teleflex will continue to monitor and trend relating complaints.

Event description:
The event is reported as: the customer alleges that the unit would no longer heat. The device was not in use on a patient when the unit experienced the alleged power failure.